Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided and a root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
It was reported that, two weeks ago the customer had an issue with a valve leak on the suction catheter. The ventilator alarmed due to low tidal volume and volumes unknown. The respiratory therapist preformed troubleshooting at the time the vent started alarming. The suction catheter was exchanged for a new device and no further device issues were noted.